Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has similar products distributed in the us, list number (B)(4). An evaluation is in process.

Event description:
The customer observed (B)(6) results while using architect hbsag qualitative ii reagents. The following data was provided for the same patient. (B)(6) specimen 1 initial 1.11 s/co ((B)(6)), multiple repeats ranged from 228 to 550 s/co ((B)(6)), confirmatory testing was (B)(6). Specimen 2 initial 0.24 s/co ((B)(6)), confirmatory testing was (B)(6). Specimen 3 initial 0.17 s/co ((B)(6)), confirmatory testing was (B)(6). The patient had arthroscopy, and specimen 1 was drawn pre-operatively and specimens 2 and 3 were drawn post operatively. The customer stated the patient received anticoagulant therapy after surgery, and did not report the medication was changed due to the (B)(6) results. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not returned. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed and compared to an established limit. The evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between december 17, 2017 and june 16, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Section d. Suspect medical device 4. Accessory section to include the architect hbsag confirmatory product used.